Event description:
It was reported the insulin pump alarmed no delivery during bolus and basal. Customer stated that alarms occur during the night. Customer stated issue was reoccurring. Customer was advised to try a different infusion set. Customer reported the device also has small cracks but was not concerned with them. Customer also reported the buttons on the device sometimes were not working properly. Customer does not recall any significant events that may have caused the issues. Customer declined replacement device and was advised to monitor the device closely. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.